Event description:
It was reported that when the customer wanted to use the cardiosave intra-aortic balloon pump (iabp), the iabp alarmed and had a black screen during startup. The iabp did not start. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed per company standard operating procedure and no non-conformances related to the reported event were noted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed and had a black screen during startup. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reviewed the error logs. The fse checked the connections the display, front end, backplane and executive cards. The executive board was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed and had a black screen during startup. There was no patient involvement, and no adverse event reported.